Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the dräger monitor broke away from base plate. It was just sitting on the base of the machine and was able to be pushed off, simply by touching the dials. The top of the dock where the monitor locks into position has lifted away from the dock assembly. There was no patient involvement and there was no injury reported.

Manufacturer narrative:
The reported infinity docking station (ids) detaching from the base plate was verified by draeger. The ids was returned to draeger (B)(4) and visually inspected. The unit showed internal damage where the pem nut bosses that secure the top case were cracked / damaged which indicates improper docking of the ids such as attempting to remove the monitor without unlocking it. Therefore root cause is consistent with improper docking of the ids and not a malfunction of the docking station. The infinity delta series instructions for use (IFU), page 14 states: before docking, undocking or moving a monitor, verify that the mounting mechanism is mechanically sound. Be careful not to apply too much force when docking the monitor, page 3-7 states: connecting the monitor to the network: 1. Place the monitor on the ids or docking station using both hands ¿ one holding the handle, the other steadying the monitor. Make sure the monitor clicks firmly into place. 2. Slide the lever to the right to lock the monitor in place. Be sure the monitor is securely positioned, as the lever does not move unless the monitor is seated properly. A battery charge indicator led lights up when the monitor is properly docked.

Event description:
See initial report.